Event description:
A surgeon reported he thought the intraocular lens (iol) was warped and was inducing aberrations in the patient's vision. The iol was explanted. The patient's symptoms resolved following the iol exchange.

Manufacturer narrative:
The product was returned for analysis, and the reported complaint was not observed. The returned lens was in a container floating in a clear watery substance (solution). The optic had scratches and the optic was torn/split/cracked into two pieces )possibly cut); however,the optic did not appear to be warped (deformed) as described by the user facility. Dimensions could not be measured due to the condition of the returned product. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 05/27/2008 by fax and by mail and on 06/10/2008 by phone. A completed questionnaire was received. This report was mailed to FDA on: 06/20/2008.